Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, review of invoice history shows the patient was revised (B)(6) 2003, (B)(6) 2010, and (B)(6) 2011, all for unknown reasons. It was further reported that patient underwent another revision procedure on (B)(6) 2013 due to disassociation of the acetabular liner from the cup. The modular head, acetabular liner and locking ring components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: 8. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-00887 / 00890).